Event description:
Stress test was started. Pump ran for approx 2 min then began to make a clicking noise at that time the pump alarmed. It was then reset but began to click again. At that time the pump was reset and the med, while still in the pump was also manually pushed in order to complete test.